Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was experiencing discomfort at the ipg site since becoming superficial to the skin. The patient underwent surgical intervention where the ipg pocket site was revised and the ipg was electively replaced with a new one.